Manufacturer narrative:
Product analysis: both connectors were found to be broken, upon repair. Display wires were found to be pinched, with insulation intact. Case was found to be broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and the atrial connector was found to be broken during this process. No patient involvement or complications were reported as a result of this event.